Manufacturer narrative:
Approximate age of device - 2 years and 7 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient was brought to emergency department (ed) for fevers and driveline drainage, the patient was transferred to (B)(6) hospital. The patient had a history of (B)(6) pseudomonas since (B)(6) 2016. CT scan showed no fluid collection at driveline site. Cipro was provided as treatment. Patient was discharged to sub-acute rehabilitation (sar).